Manufacturer narrative:
It was reported that the patient had a minor superficial infection. The subject was taken into the or for a debridement and washout. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient had a minor superficial infection. The subject was taken into the or for a debridement and washout.